Manufacturer narrative:
Service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the small battery drive device was broken, torn off. It was noted that the trigger was stiff. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function. It was noted in the service order that the device failed pre-test as the trigger was heavy moving. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.